Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed motor error, occurred after no delivery alarm. Customer's blood glucose level was 254 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion, prime test and excessive no delivery alarm test. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump had a cracked case near a display window corner, cracked display window, cracked reservoir tube lip, cracked battery tube threads, a scratched reservoir tube window, a stained address and serial number label and a stained end cap sticker.